Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported there was a ventilator failure during a procedure. Customer reportedly used the unit in pressure support. O2 flow was 3.5 l/min and tidal volume was up and down between 12 and 1200. The ventilator stopped ventilating, the scavenger was turned off and the unit worked again. No injury reported.

Manufacturer narrative:
The log file was analyzed for the reported date of the event without finding suspicious entries in context with the reported symptoms of a ventilator failure or a fluctuating tidal volume. Additionally requested information to perform a more detailed analysis was not received. Based on the initially provided complaint description it was not possible to determine an exact root cause for the reported symptoms. But it can be clarified that a pneumatic leakage at the ags port (scavenger) has no influence on the applied tidal volume and is not related to the reported ventilator failure. It is imaginable that the fluctuations of the tidal volume were caused by a sticking mechanical peep valve. It is known from previous cases that contamination or an incorrect assembled peep membrane assembly can cause such symptom. It is recommended to perform cleaning procedure as described in the IFU which includes a removal and reassembly of the membrane. An explanation for the reported ventilator failure could not be given due to the lack of information. The breathing pressure waveform and respiratory rate is continuously displayed on the screen so that deviations are directly obvious for the user. The fabius is equipped with an integrated volume- and pressure monitoring so that an audible and visible alarm is posted if the set alarm limit for the minute volume is reached.

Event description:
Please refer to the initial report.